Event description:
Philips received a complaint on the v60 device, and it was reported that there was an error code 1122 alarm high temperature message that displayed on the device. The device was in use, no patient harm was reported. The remote service engineer evaluated the device with the assistance of the customer and it was noted that the customer did not know if the device was connected to a remote alarm system. While testing the blower it climbed to above 60 deg c and was still climbing. It was confirmed that the air and fan filters were dusty but not apparently clogged. Last pm reported was in june. The cooling fan was operating. Discussed troubleshooting per the service manual for code 1122. Provided parts ID: blower assembly; fan, cooling; fan guard, filter, and retainer. The customer replaced the blower to resolve the reported problem. The device passed required performance verification tests per philips standards and was put back into service. The investigation concludes that no further action is required at this time

Manufacturer narrative:
H11: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted.